Event description:
It was reported that a patient underwent a laparoscopy procedure on (B)(6) 2011 and suture was used to close the port hole. The needle broke and became impacted in the abdomen. An x-ray was required during surgery to locate needle which was then removed. There was no adverse patient consequence. The patient is apparently recovering well.

Manufacturer narrative:
Conclusion: a needle that broke in the body was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductility. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.